Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in two pieces. An external insulation (optim sheath) was abraded at 8.0 to 8.4 cm from the connector pin and 42.2 to 42.4 from the distal pin. The abrasions were consistent with exposure to constant friction against the device.

Event description:
This report is to advise of an event observed during analysis.